Event description:
It was reported following a cardiac catheterization and femoral angiogram, an angio-seal device was deployed to seal the arteriotomy site in 2003. A right lower extremity pulse exam was abnormal (date unknown), however, the pt was discharged. The pt presented to the hospital six days later and even though a duplex pulse exam was normal, the decision was made to explore the external iliac and femoral arteries as the physician felt there was pathology in the common femoral artery. Under general anesthesia, a 15 cm. Groin incision was made along the inguinal pattern. The common femoral artery was isolated and dissected cephalad to the external iliac artery. Dissection was continued down to the profunda branches; there was a trifurcation of the branches; and the superficial femoral artery was controlled. There was a thick, hardened area in the common femoral artery. A lymph node, scar tissue, and the angio-seal device were removed and sent to pathology. The common femoral artery. A lymph node, scar tissue, and the angio-seal device were removed and sent to pathology. The common femoral was opened, revealing a large initmal flap with thrombus on the posterior aspect of the external iliac/common femoral artery region; the flap was sutured down. A fogarty balloon was used to remove thrombus from the superficial femoral artery. An embolectomy was performed on two branches of the profunda femoris artery. The artery and incision were closed with suture after confirming the dorsalis pedis and posterior tibial pulses were normal (prior to the procedure, pulses were obtained with a doppler). Blood loss was estimated at 50 ml and there were no complications.